Manufacturer narrative:
Evaluation summary: the report of paravalvular leak was not visually confirmed from returned valve. X-ray demonstrated wireform intact and frame expanded but pushed in at leaflet 3. Commissure 1 appeared bent toward leaflet 3. Mechanical damage marks approximately 7 mm long were also observed on the outflow aspect of leaflet 1. Damage appeared to be serrated and did not penetrate leaflet. The wireform was also exposed at outflow aspect of commissures 1 and 3. Cloth appeared cut at tip area of commissure 3. Minimal host tissue growth was observed on outflow aspect of the valve skirt. Additional manufacturer narrative: a paravalvular leak is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. If hemodynamically significant, this will require replacement of the heart valve. There are several contributing factors to a paravalvular leak, including but not limited to, insufficient debridement of calcified tissue, surgical technique, sizing, and patient related conditions. The reported event could not be confirmed based on the evaluation of the subject device. Echocardiographic imaging was also not provided. With the information provided, the root cause of the paravalvular observed after valve implant cannot be determined. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The subject device has been received for analysis; however, the evaluation is still in progress. A supplemental report will be submitted according once the evaluation has been completed.

Event description:
Edwards received notification that approximately six (6) weeks after the implant of a pericardial aortic valve, a paravalvular leak (pvl) was observed. As reported, the surgeon implanted the valve utilizing a mini-sternotomy and hockey stick aortotomy approach. There were no issues with sizing noted. The valve was well positioned and no pvl was observed on echo post-implantation. The patient received another echo after six (6) weeks and trivial pvl was noted which did not require any treatment. After three (3) months, another follow-up echo demonstrated that the pvl became severe and the patient required surgical intervention. The subject device was explanted and another edwards pericardial aortic valve was implanted in replacement. It was noted that the surgeon experienced with standard surgical valves surgeon. For minimally invasive avrs, surgeon is at the beginning of his learning curve but operates with a proctor and the edwards clinical team.

Event description:
Edwards received information the valve was explanted due to paravalvular leak and dehiscence one month, twenty-seven days after implant. At the explant surgery, the surgeon observed the 21mm valve was popped up at the ncc site and the guiding suture at the ncc was broken. The surgeon's indicated that the remaining calcium in the ncc may have had some interaction with the valve during every heartbeat causing the "popping." Besides, the breaking of the guiding suture was probably due to the friction and this could have also contributed to the popping of the valve.

Event description:
The explanted device was replaced with a 23mm valve. The 23mm valve was implanted successfully in replacement. The patient had normal course after surgery and was discharged home.